Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant abdominal pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test did not conducted.". In 2011, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and pelvic pain ("pain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), feeling abnormal ("brain fog") and dysgeusia ("developed a metallic taste in her mouth"). The patient was treated with ibuprofen and surgery (bilateral micro-tubal implantation and essure removal bilaterally (desires fertility tubal reconstr). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, feeling abnormal, dysgeusia, vaginal haemorrhage and menorrhagia outcome was unknown, the dyspareunia, back pain, dysmenorrhoea and pelvic pain had resolved and the migraine and headache was resolving. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of proximal coils seen in the uterine cavity was 3 on both sides. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs received- new event pain were added. Outcome of headaches updated to recovering / resolving. Treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant abdominal pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test did not conducted.". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), migraine ("migraine"), feeling abnormal ("brain fog"), dysgeusia ("developed a metallic taste in her mouth"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches"). The patient was treated with surgery (bilateral micro-tubal implantation and essure removal bilaterally (desires fertility tubal reconstr). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, genital haemorrhage, feeling abnormal, dysgeusia, vaginal haemorrhage, menorrhagia and headache outcome was unknown, the dyspareunia, back pain and dysmenorrhoea had resolved and the migraine was resolving. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: the number of proximal coils seen in the uterine cavity was 3 on both sides . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of product technical complaint update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test did not conducted.". On(B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), migraine ("migraine"), feeling abnormal ("brain fog"), dysgeusia ("developed a metallic taste in her mouth"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches"). The patient was treated with surgery (bilateral micro-tubal implantation and essure removal bilaterally (desires fertility tubal reconstr). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, feeling abnormal, dysgeusia, vaginal haemorrhage, menorrhagia and headache outcome was unknown, the dyspareunia, back pain and dysmenorrhoea had resolved and the migraine was resolving. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Plaintiff demographics and concomitant conditions added. Essure indication updated and lot number added. New event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), headaches and essure confirmation test did not conducted were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), back pain ("lower back pain"), migraine ("migraine"), feeling abnormal ("brain fog") and dysgeusia ("developed a metallic taste in her mouth"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, dyspareunia, back pain, migraine, feeling abnormal and dysgeusia outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dyspareunia, feeling abnormal, genital haemorrhage and migraine to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.